Manufacturer narrative:
Based on the investigation findings the compliant is confirmed as the implant coil is detached. The most likely root cause for this compliant may be due to the kinked section on the catheter trapping the implant during retraction. (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment, the coil prematurely detached within the microcatheter. The coil and microcatheter were removed together successfully without incident. No harm or injury was reported due to this incident.